Manufacturer narrative:
Date of event is estimated. The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled "incessant non-sustained ventricular tachycardia immediately after mitraclip placement: a case report.¿

Event description:
This is filed to report tachycardia. It was reported this was a mitraclip procedure to treat severe degenerative mitral regurgitation (mr). It was noted the patient had a history of heart failure, posterior prolapse and enlarge atrium. A mitraclip was inserted, and grasping was performed. However, the ventricular tachycardia (vt) occurred. A temporary pacemaker was used to slow the heart rate. The mitraclip was then removed, and medication was administered. The procedure was discontinued, and the patient was transferred to the intensive care unit (ICU) with medication continued to be administered. The patient became stable, and no additional treatment was performed. Additional information can be found in the attached article, titled ¿incessant non-sustained ventricular tachycardia immediately after mitraclip placement: a case report.¿

Manufacturer narrative:
The device was not returned for analysis. The lot history record review was not performed because this complaint is based on an article, and no part or lot information was provided. Based on available information, a cause for the reported tachycardia could not be determined. The reported patient effect of tachycardia is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported medication and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.